Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It is reported that the subject device had a yellow stipe on the bottom of the image and the image is going in and out. The issue occurred during an unspecified procedure. There no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor/erratic intermittent image due to faulty charged couple device and failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: most probable cause was traced to component failure three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.